Event description:
The suspect device read hi. Spouse took pt to the hospital and their glucose was 180 mg/dl. They had a small stroke and was diagnosed with pancreatitis. No controls used. The device was replaced and requested to be returned for evaluation.